Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged and exhibited damage during the implant procedure. It was found that there was some myocardial tissue at the head of lead after removing the lead which affected the re-use of the lead. It was also reported that the catheter lost support and exhibited damage. The lead was explanted and replaced. The catheter was removed and replaced. No patient complications have been reported as a result of this event.